Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that after the implantation of the valve, the patient developed a strong headache. The valve was regulated (programmed) 3 times and there were signs that the draining was not sufficient. The ventricular catheter was changed but there was no improvement. As a result, the whole system was removed and the patient¿s symptoms improved. It was reported that the valve was exchanged 20 times prior to implanting the programmable valve. The affiliate explained that they do not have any new information as to whether the 20 surgeries prior to the latest involves codman product. As a result of this information a single complaint is being filed. If additional information received identifies the previous products as codman devices additional complaints will be filed accordingly.

Manufacturer narrative:
Upon completion of the investigation, the valve was tested for programming and failed the test. An occlusion was also noted within the valve. No occlusions were noted in the catheters. No leaks were noted in the valve. Further investigation of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Please note we do not use therapy dates. Additional information received by the customer explained that it is not known who all of the manufacturers of the devices belong to. However this case being reported does involve a (B)(4) device. The nature of the patient¿s revisions could not be provided. The programmer used in conjunction with device is 82-3190 and will be listed as a concomitant device. It is believed that the valve will be returned for investigation. Upon completion of the investigation a follow up report will be filed.

Event description:
Additional information from the affiliate explained that it is not known who all of the manufacturers of the devices belong to. However this case being reported does involve a (B)(4) device. The nature of the patient's revisions could not be provided. The programmer used in conjunction with device is 82-3190 and will be listed as a concomitant device.

Manufacturer narrative:
Please note that we do not use therapy dates. As a result, today's date was used. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.